Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported vitrectome cuts a little slower during use at a cut rate of 20,000 cuts per minute (cpm) of vitrectomy surgery. That also pulls harder and harder on the vitreous, which was undesirable. The vitrectome sometimes worked properly by lowering the cut rate. The vitrectomy did not stop cutting completely. The surgery was completed with new vitrectomy. There was no patient impact.

Manufacturer narrative:
The probe was returned and visually inspected; no obvious defects or anomalies were observed. A calibrated console representing the current software version was used to test the product. When connected to the console the radio frequency identification (rfid) tags illuminated green, verifying proper light-emitting diode recognition from both rfid connectors on the console. 20000cut per minute cut rate was correctly displayed from the console monitor when connected. The probe was evaluated for cut in momentary vitrectomy mode and passed; no anomalies were observed. The aspiration flow rate was also measured and met specifications. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.